Manufacturer narrative:
Manufacturer¿s investigation conclusion the evaluation of the returned centrimag blood pump, lot number l03515-la06, confirmed the report that the pump was cracked. In addition, review of the log file data downloaded from the returned 2nd gen primary console confirmed the report of m5 (set pump speed not reached), m4 (motor alarm), and f2 (flow signal interrupted) errors. Visual inspection of the returned blood pump, lot number l03515-la06, revealed that both the inlet port and the outlet port showed evidence of chipping and scoring. A specific cause for the observed damage to the inlet and outlet ports could not be determined through this evaluation. In addition, severe damage was noted to the pump rotor. Multiple cracks and abrasion marks were observed on the white plastic rotor body, exposing the rotor magnet. All six blades of the rotor impeller showed evidence of wear. Scratches were observed within the pump housing, which appeared consistent with the pump rotor making contact with the pump housing to result in abrasion of the rotor impeller. Finally, an impression was noted next to one of the grooves on the circumference of the pump housing, suggesting that at some point the blood pump was not properly inserted within the motor receptacle and the groove was not properly located in front of the locking screw of the motor when the pump was locked in place. The evaluation findings of the returned device appeared consistent with the running blood pump not being properly inserted within the motor, causing an imbalance of the pump rotor and contact with the pump housing, resulting in damage to the rotor body and impeller. The observed damage to the pump rotor could have potentially contributed to an interruption in pump function and the m5 (set pump speed not reached) alerts captured in the console log file data. Due to the severe damage of the pump rotor, the blood pump could not be functionally tested on a mock circulatory loop. The centrimag blood pump instructions for use (IFU) cautions the user to ensure the pump is properly locked into the motor. Both the centrimag blood pump IFU and centrimag motor IFU provide instructions on how to mount the pump on the motor and state that the pump must be fully seated into the receptacle to function properly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During wet lab testing and using a mock loop, the extracorporeal circulatory support device alarmed with f2, m5 and m4 alarms. Whenever the m5 alarm was observed the screen started to go black but then would come back on and then go black again. The rpms and the lmps just showed 0's. The motor became warm after just a few minutes. After more investigation, the pump head was observed to be cracked. Since the event occurred during wet lab, a new mock loop was used and there was not an issue. There was no patient involved. No additional information was provided.